Event description:
Physician called to investigate patient management dilemma she was having. Patient hospitalized for diabetic ketoacidosis. Patient had high blood sugars over weekend and took subcutaneous insulin injection on sunday. Hospitalized, received IV insulin and bg became normal. Subsequent pump use led to high bg. Patient had not changed cartridge since high bg episodes began. Will change cartridge and call back if not resolved. No return calls from dr. Or patient.